Event description:
It was reported that the zimmer skin graft mesher handle was not ratcheting. The ratchet handle had missing screws and the comb was rubbing on the cutter. There was no patient involvement or patient injury associated with the report and she was unsure of delays. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/03/2005 and was last repaired on 11/11/2008 for a non-related issue. Evaluation of the device observed the ratchet set screw was missing. It was also noted that the comb was damaged. Prior to repair, both the zimmer test mesh and the calibration check could not be performed due to the damaged comb. Repair of this device included replacement of the ratchet gear, ratchet set screw, comb roller, roller gear, both side plates and carrier guide. This device has not been returned to zimmer surgical for maintenance or repairs in six years. Lack of preventative maintenance and improper handling by the customer most likely caused the missing ratchet set screw, which most likely caused the customer's reported event. The device was serviced and returned to the customer.